Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
A patient had an MRI and didn't set the ipg to MRI mode was reported to abbott. The ipg battery is inoperable following the MRI. As a result, the patient had their ipg explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an MRI and didn't set the ipg to MRI mode. The ipg battery is inoperable following the MRI. Surgical intervention may take place at a later date to address the issue.